Manufacturer narrative:
Follow-up #1: date of submission 03/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/18/2015 with the following findings: the returned battery cap was used for investigation. The audio tone was found to be quiet due to a cracked solder joint to the piezo contact. The pump's cover was opened; a test cover was installed and audible tone was functioning appropriately with no issues.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (dual alarm failure) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).